Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, there was a hole in the sheath of the device and it was leaking water during the procedure. Follow up info received on march 30, 2009, revealed that the sheath was pierced by the tenaculum, and the fluid had cooled down, therefore, the pt did not sustain any burns. There were no pt complications reported with this event, and the procedure was completed with another of the same device.

Manufacturer narrative:
The lot number is unk, therefore, expiration and manufacturing dates are not known. The suspect device has not be returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.